Event description:
Polaris catheter did not deflect correctly. The polaris catheter was kinked during the procedure. The catheter was removed immediately and a new catheter was inserted and worked properly. The acunav catheter was connected to the system, but had image display issues. Initially, the image was intermittent, then no image showing at all. A second acunav inserted and worked well. The procedure was completed without any further issues. No injury to the patient